Event description:
Burr on the surface of the reaming slot that doesn't allow the anterior reamer to function properly.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Burr on the surface of the reaming slot that doesn't allow the anterior reamer to function properly.